Manufacturer narrative:
The customer reports that the telemetry monitoring system has multiple bad receiver cards, exhibiting noisy ECG data. The system was returned to nihon kohden, evaluated, and the reported event was duplicated. The reported problem of receiver cards having "noisy ECG" was duplicated. The receiver cards were replaced on this unit to resolve the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to manufacturer's specifications. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the telemetry monitoring system has multiple bad receiver cards, exhibiting noisy ECG data. The system was returned to nihon kohden, evaluated, and the reported event was duplicated. The reported problem of receiver cards having "noisy ECG" was duplicated. The receiver cards were ordered and upon arrival will be replaced on the customer's unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the telemetry monitoring system has multiple bad receiver cards, exhibiting noisy ECG data.